Event description:
A peritoneal dialysis patient reported to fresenius technical support (ts) that their cycler was alarming with the m30 balloon valve leak warning in step 2 of setup; the patient pressed ok, and the m30 message reoccurred. The issue occurred multiple times tonight. The patient was not connected during incident. The cycler has been re-setup with new supplies. The patient was disconnected at time of call. The patient ended treatment while in fill 1. Fluid was seen on the floor. The patient could not verify where the fluid came from. The patient stated the m30 alarm has occur frequently throughout the week. The patient was able to get passed the m30 on 3rd attempt tonight. The patient received the filling slowly message and canceled treatment. Ts advised to discontinue use of this cycler. Ts replaced the cycler due to the m30 balloon valve leak message. Upon follow up, the patient stated that the fluid leak came from the cycler door. There was no solution bag leak. The leak was discovered during treatment (the patient could not be certain of what phase of treatment). The patient was connected. The exact location of the leak is unknown. The cause of the leak is unknown. The cycler alarmed with the m30 balloon valve leak warning prior to discovering the fluid leak. The patient was able to complete treatment via manual exchanges. The sample supplies are not available for return for evaluation. There was no patient serious injury or medical intervention required as a result of this event.

Manufacturer narrative:
Additional information: d9, h2, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were visual indications of particulates within the cassette area. An accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the accelerated stress test. The cycler underwent and passed a system air leak test, valve actuation test, and teach pumps test. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. The device history record did not reveal any issues or problems related to the reported symptom code(s). The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis patient reported to fresenius technical support (ts) that their cycler was alarming with the m30 balloon valve leak warning in step 2 of setup; the patient pressed ok, and the m30 message reoccurred. The issue occurred multiple times tonight. The patient was not connected during incident. The cycler has been re-setup with new supplies. The patient was disconnected at time of call. The patient ended treatment while in fill 1. Fluid was seen on the floor. The patient could not verify where the fluid came from. The patient stated the m30 alarm has occur frequently throughout the week. The patient was able to get passed the m30 on 3rd attempt tonight. The patient received the filling slowly message and canceled treatment. Ts advised to discontinue use of this cycler. Ts replaced the cycler due to the m30 balloon valve leak message. Upon follow up, the patient stated that the fluid leak came from the cycler door. There was no solution bag leak. The leak was discovered during treatment (the patient could not be certain of what phase of treatment). The patient was connected. The exact location of the leak is unknown. The cause of the leak is unknown. The cycler alarmed with the m30 balloon valve leak warning prior to discovering the fluid leak. The patient was able to complete treatment via manual exchanges. The sample supplies are not available for return for evaluation. There was no patient serious injury or medical intervention required as a result of this event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.